Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported a broken catheter. It is unknown when the incident occurred. No other information was provided. Additional information received 04 january 2024: the piccs were implanted in (B)(6) 2023. The piccs were removed before they caused serious consequences for the patients. Both punctures of the venous catheter (mostly in the first few cm) and complete rupture of the PICC (1 case) were observed. It is confirmed that no foreign bodies remained within the venous system of the patients in question. It was reported this occurred with five devices. This report addresses the third device.

Event description:
It was reported a broken catheter. It is unknown when the incident occurred. No other information was provided. Additional information received on 04 january 2024: the piccs were implanted in (B)(6) 2023. The piccs were removed before they caused serious consequences for the patients. Both punctures of the venous catheter (mostly in the first few cm) and complete rupture of the PICC (1 case) were observed. It is confirmed that no foreign bodies remained within the venous system of the patients in question. It was reported this occurred with five devices. This report addresses the third device.

Manufacturer narrative:
Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2024-00041 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2024-00405.